Event description:
A patient specific implant prescription form was received for the patient's left humerus was received. Noted on the form: "distal loosening of humeral implant. Appears aseptic. For custom revision to be compatible with bayley walker shoulder (in situ)." (B)(6) 2021: it was confirmed during case review that both humeral stem and glenoid screw are loose. (B)(6) 2021: the glenoid screw is not loose and will stay in situ.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets proximal humerus was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the CT scan image shows massive radiolucent lines along the stem between the cement mantle and bone, and between the cement mantle and stem, which indicate aseptic loosening of the stem. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding loosening involving a mets proximal humerus was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as immediate post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left humerus was received. Noted on the form: "distal loosening of humeral implant. Appears aseptic. For custom revision to be compatible with bayley walker shoulder (in situ)." Update 19feb21 - it was confirmed during case review that both humeral stem and glenoid screw are loose.